Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we've had a recent issue where one of our weck clip appliers is taking out a chunk of the rubber air seal of the laparoscopic trocar when inserted. This is a safety concern as it has caused the broken pieces to fall into patients' abdomens and need to be searched for and retrieved." Additional information received on february 18, 2026, indicated that "there were no adverse events as a result of this complaint. No patient harm or injury reported. A small amount of surgical time was taken up searching the patient's abdomen for the piece that was cut off by the clip applier."

Manufacturer narrative:
(B)(4) the sample was returned to the manufacturer. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at (B)(6) facility as part of a 50 pc. Lot in july of 2022 from lot number 06a2244780. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A detailed visual and functional inspection of the device was performed. During the inspection, one of the jaws was found to be misaligned, and one tooth on the jaw was bent and not aligned with the surrounding teeth. Based on the photographs provided, the bent tooth appears to be deflected outward. Tecomet considers this bent tooth a potential contributing factor to the reported issue; however, the exact cause of the bent jaw tooth could not be conclusively determined. Potential contributing factors may include improper handling or misuse at some point during the device's lifecycle. The part was also inspected for the presence of any exposed sharp edges, and none were observed during the inspection. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "we've had a recent issue where one of our weck clip appliers is taking out a chunk of the rubber air seal of the laparoscopic trocar when inserted. This is a safety concern as it has caused the broken pieces to fall into patients' abdomens and need to be searched for and retrieved." Additional information received on february 18, 2026, indicated that "there were no adverse events as a result of this complaint. No patient harm or injury reported. A small amount of surgical time was taken up searching the patient's abdomen for the piece that was cut off by the clip applier."